Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received beeping and believes it was beeping every few mins 5 minutes. Customer's blood glucose level was unknown. Customer states he was not heard insulin pump. Customer was not able to determine any recent alarms. Customer states there was no open circle or black dot. Customer mentioned he was not able to put the belt clip back on and it was not wanting to snap on. The insulin pump will not be returned for analysis.